Manufacturer narrative:
Evaluation of the returned lightning confirmed a solid red light. Evaluation revealed the pressure sensor in the switch was not fully connected to the housing. The lightning was unable to aspirate water into the canister. After properly re-seating the pressure sensor connector, and the unit functioned as intended. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right atrium using a lightning aspiration tubing (lightning) and an indigo system cat12 aspiration catheter (cat12). During the procedure, upon plugging in the lightning unit, the indicator light on the lightning unit initially turned green and then immediately turned solid red. It was also reported that the physician unplugged and plugged the lightning unit back into the usb port to troubleshoot; however, the lightning unit remained solid red. Therefore, the lightning unit was removed. The procedure was completed using a new lightning unit and the same cat12. There was no adverse effect to the patient.